Manufacturer narrative:
H10: in a good faith effort (gfe) response received on 12/20/2022, the customer stated the central processing unit printed circuit board assembly (cpu pcba) was installed by their third party vendor. The issue with the unit was confirmed to be resolved as a result of the parts replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an 1104 error code: backup alarm fail. The device was reported to be outside of use at the time of the reported problem. The customer requested part information from the remote service engineer (rse). The rse provided the customer with part information for the gen2 central processing unit printed circuit board assembly (cpu pcba). The customer then ordered the replacement part. This investigation is ongoing.